Event description:
On (B)(6) 2011, pt reported he has experienced hyperglycemia over the past 3 months while using his brother's infusion device. Pt reported his brother "does not need a pump" and has been on insulin injections. Pt was hospitalized on (B)(6) 2011 after his blood glucose elevated to 768 mg/dl, and his normal blood glucose is 150-170 mg/dl. The hospital administered insulin injections and was able to lower his blood glucose to normal range. Pt reported that has never changed the battery or adapter, and he does not rotate his infusion sites, uses cold insulin, reuses the insulin cartridges, skips meal boluses, and uses the infusion set past the recommended time. Pt was advised on the MFR recommendations. The time and date were not programmed correctly on the infusion device, and this was corrected during the troubleshooting call. Pt reported there are often air bubbles in the infusion tubing that he does not remove. Add'l info was provided by a company rep on (B)(6) 2011. Company rep reported the rn cde on call at the hospital "remedied this situation" and "the pt is scheduled for a psych consult and pump is pulled until clearance." No product will be returned for eval.